Event description:
When the deltaplush coil (catalog dpl10030420/g11065) was removed from the hoop, it appeared to be stretched. The device was discarded and not used in the patient.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was not returned for analysis. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. The stretching could not be confirmed without product return and the root cause cannot conclusively be determined. Device handling while removing the coil from the hoop may have contributed to the complaint. Since there is no evidence this was related to a manufacturing issue, no corrective action will be taken. This is an initial/final MDR. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.